Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump.